Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via maude event report (B)(4): a nurse anesthetist found a vial on the anesthesia cart that was thought to be propofol however further examination found that it was a vial of rotaglide lubricant. Both vials appear similar. No patient involvement occurred. The facility's safety team researched online and found "there was an incident like this many years ago and 4 pts died as a result".